Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the implantable pulse generator (ipg) was unsuccessful because the set screw was stripping. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.